Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a 1 lumen 4 french PICC which broke at about 10 cm from the hub. Line was placed (B)(6) 2024, the patient visited me on (B)(6) 2025 for removal of line and found defect there. This same day, the hospital was contacted because PICC was leaking on flushing. So, there was then a suspicion of a possible leak. This was discovered when irrigating with nacl 0.9% and fortunately not when administering medication (oxaliplatin). On this day also was placement of a new PICC. Vein ratio of 1:3. Line had been used for CT scan on (B)(6) 2024. The exit site was not documented, but we generally aim for 0.5 cm. Line (light purple) outside the patient. According to protocol approx. 0.5 cm is left outside the insertion site. Catheter is j-looped straight along patient's arm and locked with nacl 0.9% between uses and is secured with statlock and capped with tegaderm (chg). Additional info: on ultrasound with PICC in situ, it could be seen that it was not punctured nice and straight to the vessel where the kink occurred at that spot.